Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified insert is clogged and the temperature of the insert could not be taken. The insert vibration meets spec.

Event description:
While using a 30k cavitron thinsert insert, the handle area got hot and did not extrude (not sufficient water); no injury resulted.